Event description:
Covidien received information that the pb980 ventilator alarmed and became inoperative while in use on a patient. According to the report, the patient was removed from the ventilator and manually bagged via ambu bag. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien customer support engineer ( cse) inspected the device and replaced the psol assembly. The ventilator passed all calibrations, extended self-test, short self-test and performance verification test (pvt).